Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8206824. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-07-25. Medical device lot #: 9144830. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-24. Medical device lot #: 9224636. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-12. Medical device lot #: 9263296. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-09-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter inside of it as well as the package. This was discovered before use. The following information was provided by the initial reporter: product has black spots inside the package and the product.

Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter inside of it as well as the package. This was discovered before use. The following information was provided by the initial reporter: product has black spots inside the package and the product.